Event description:
It was reported that an occlusion alarm occurred. During the system check the cartridge had visible cracks and damage. The customer changed the cartridge and resumed insulin therapy. The customer's blood glucose level was 146 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.